Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The (fresenius 2008t) machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The reported issue was confirmed during follow-up with the facility administrator (fa) and additional information was provided. The reported issue occurred approximately one hour into treatment. The leak was confirmed to be internal. The leak was not visually observed by the clinic staff until the dialyzer was removed from treatment setup and drained. The fa noted that a small hairline crack was identified near the header of the dialyzer. The fa did not believe based on the noted damage that the dialyzer was dropped. The patient's estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was one nonconformance (nc) initiated due to the bubble point reject rate percentage. Samples were taken for testing and bubble point was verified to be working properly, and all discrepant product found was discarded. There was no indication of product nonacceptance, deviation, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The (fresenius 2008t) machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The reported issue was confirmed during follow-up with the facility administrator (fa) and additional information was provided. The reported issue occurred approximately one hour into treatment. The leak was confirmed to be internal. The leak was not visually observed by the clinic staff until the dialyzer was removed from treatment setup and drained. The fa noted that a small hairline crack was identified near the header of the dialyzer. The fa did not believe based on the noted damage that the dialyzer was dropped. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. No leaks, evidence of blood exposure, damage, or irregularities were identified on the returned sample. The reported issue is not confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non conformance reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The (fresenius 2008t) machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The reported issue was confirmed during follow-up with the facility administrator (fa) and additional information was provided. The reported issue occurred approximately one hour into treatment. The leak was confirmed to be internal. The leak was not visually observed by the clinic staff until the dialyzer was removed from treatment setup and drained. The fa noted that a small hairline crack was identified near the header of the dialyzer. The fa did not believe based on the noted damage that the dialyzer was dropped. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event.